Manufacturer narrative:
Unknown - 4fr PICC. The patient required medical intervention. An additional procedure to remove and replace the device was required. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [Mw5079103.pdf].

Event description:
It was reported a 4fr PICC line placed on (B)(6) 2018 was found cracked on (B)(6) 2018. The line was removed and replaced on an unknown date. Additional patient, device and lot information is unknown and will not be provided. As reported, three of nine patient's reported by this facility developed infections that were treated appropriately. It is unknown which event corresponds to the positive infection cultures. This report is associated with inquiry mw5079103 received on 23aug2018.

Manufacturer narrative:
Investigation the complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to investigate this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.